Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. H4: the lot was manufactured july 21, 2023 to july 24, 2023. H10: the actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during patient infusion. The entire infusion was delivered over 24 hours instead of the expected 46 hours. The device contained 4450mg fluorouracil in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.